Event description:
Product was used during a liver transplant case and the anesthesiologist set the infusion pump to a 100 ml/hr setting, and during the surgery in defaulted to 40 ml/hr causing the pt to become hypotensive. They continue to hit bolus button to help infuse the blood at a higher rate. They checked for clotting in the tubing and didn't find anything. The infuser was checked by our equipment personnel and the rep and nothing was found.